Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: gel mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and experienced rupture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 400cc on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 6496778 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the lot number reported was manufactured in mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. Since mentor medical systems b.v. Do not market any devices in the us, manufacture and market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. Therefore, no more reports will be submitted as MDR. Note: manufacturer¿s site fax (B)(6) and the phone number is (B)(6) manufacturer's phone number is (B)(6). Manufacturer¿s reference number: (B)(4).